Event description:
It was reported that during a lapidus procedure, to remove a right foot bunion, the drill guides of the total foot system did not fit all of the corresponding holes in the lapidus plate. It fit 2 out of the 4 holes. The surgeon had to improvise and drill without the guides due to the incorrect fit which was an inconvenience.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.